Manufacturer narrative:
The reported event was confirmed as manufacturing related. Addressed by CAPA 4206822. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), all-silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and lumen to lumen leak was present at the bifurcation of the catheter. This does not meet specification per inspection procedure which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified was it was difficult to assure the positioning of the catheter due to vision was difficult. A DHR review was not required as CAPA 4206822 was applicable for this product lot number. A labelling review was not required as CAPA 4206822 was applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, when 2-3 ml of sterile distilled water was infused, the balloon did not inflate and flowed from the urinary conduction tube through the drainage lumen. The water leaked from the lumen to lumen.

Event description:
It was reported that during pre-test, when 2-3 ml of sterile distilled water was infused, the balloon did not inflate and flowed from the urinary conduction tube through the drainage lumen. The water leaked from the lumen to lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.